Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize an open door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the event was identified to the damaged upper hook switch. The upper auxiliary will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. No additional information is available.